Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03573. It was reported that patient¿s ipg was inoperable and unable to communicate with external devices. The clinician programmer (cp) displayed error message ¿cannot connect to generator. A problem was found with the generator that could not be repaired. Contact abbott technical support." Patient did not report having any recent medical procedures. Troubleshooting was attempted by an abbott representative where the cp logs were obtained which showed that ipg was in service app and service app recovery mode. Ipg was not successfully recovered. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein ipg was explanted and replaced. Effective therapy restored.